Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: date/time: (B)(6) 2018¿ 1130am. Consultant: mr (B)(6) ¿ consultant orthopaedic spine surgeon. Product: skyline plating system 2 x screwdrivers (2868-30-300 self retaining screwdriver & 2868-30-500 expandable tip screwdriver). Fault description: 2868-30-500: expandable tip screwdriver was used with a 4mm self constrained screw, upon insertion of the screw the hex end of the driver sheared away "ond" one side of the expandable section broke away from the driver, this was recovered easily from the patient. 2868-30-300: self retaining driver was used with a 4mm self constrained screw and when inserting the screw the hex end sheared. Additional info: was there any patient harm? No. Patient status / outcome? Procedure completed successfully. Was procedure successfully completed (yes or no)? Yes. Patient identifier? (B)(6). Age or date of birth at time of event? (B)(6) years old. Gender male. Weight unknown. Co-morbidities (e.g. Smoker, obese, diabetic, hypertension, alcohol, drug use, cancer, osteoporosis, other (describe) unknown. Clinical findings (e.g. Infection, inflammation, delayed healing, allergic reaction etc.) Unknown. Was surgery delayed due to the reported event? No. If yes, number of minutes: removed broken or damaged devices or fragments (easily; without additional intervention or difficult; required additional intervention) easy. Clinical records (op-reports, x-rays, CT scans, MRI, etc.) Non provided. Was other medical intervention required (yes or no): no. If yes, explain:.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.